Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the therapy pcb assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The customer provided physio-control with all the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted physio-control to report that during a patient event their device was unable to detect the patient through the defibrillation electrodes. The customer powered the device off and on, and disconnected and reconnected the defibrillation electrodes and defibrillation therapy cable, but the device still would not recognize the patient through the defibrillation electrodes. An AED and another backup device were used and operated properly using the same defibrillation electrodes. No shock was required during the event. The patient did not survive. The customer a healthcare provider advised that the patient expired due to the patient's condition and not the result of device use. The patient was in persistent asystole, which is a non-shockable heart rhythm.